Event description:
Reportable based on analysis completed on 23-jan-2013. It was reported that during a percutaneous transluminal stenting treatment procedure a stent was unable to cross the lesion. The target lesion was located in an unspecified vessel. The 3.0 x 32mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts between the third and the fifth rows on the proximal end of the stent were misaligned. Some of the sturts were raised up. The struts on the ninth row in from the distal end of the stent were misaligned. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube was kinked between 240mm and 270mm distal from the catheter's strain relief. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).